Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the straight stem inserter tip is damaged and will not engage with stem. Black curved cup inserter handle is cracked. Calcar planner is dull and does not cut properly. The surgeon asked this all be replaced.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # pc-(B)(4). Investigation summarythe instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.